Manufacturer narrative:
(B)(4). Date of event estimated. Date of tests estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during advancement of the 2.5x38mm xience prime stent delivery system (sds) into the anatomy, the balloon of the sds fractured. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to filing the initial MDR, additional information was received. Therefore, the case details have been updated accordingly: it was reported that the procedure was to treat a moderately calcified lesion in the circumflex (cx) artery. During advancement of the 2.5x38mm xience prime stent delivery system (sds), although no resistance was noted, the shaft separated. It was not reported how the separated shaft was retrieved; however, it was reported that there was no resistance during withdrawal and it was reported that there were no adverse patient effects and no clinically significant delay in the procedure. Another 2.5x38mm xience prime sds was used to successfully complete the procedure.